Event description:
The patient's current seizure frequency was noted to be five generalized tonic-clonic seizures per week. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient had a generator replacement occur. The explanted generator was discarded. No corrective action is required as no new cause or new harm has been established for patient or user.

Event description:
It was reported that the patient was hospitalized due to increased seizures. The patient was referred for battery replacement; however, it was delayed due to covid. No known surgery has occurred to date. No additional relevant information has been received.